Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as welts with bleeding, broken skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to switch to a different device due to the skin irritation. Outcome of the skin irritation is unknown.